Event description:
Boston scientific received information that non-physiologic noise was oversensed on this implantable cardioverter defibrillator (ICD) one day post implant. All lead measurements were stable and within normal limits. No adverse patient effects were reported and the device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.